Manufacturer narrative:
A ge rep evaluated the system and adjusted the high level fluoro dose within specs. System operates as intended.

Event description:
Customer reported high level fluoro exceeds dose limits. No pt injury was reported.